Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05yv1, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a seizure and fell. When they landed they hit hard on the battery pack inside their left buttock. Now, they were having a lot of spinal pain. It felt like something was wrong with the battery. It was later reported on (B)(6) 2013 that there were changes to pocket site with the patient experiencing acute pain "up my spine" which started yesterday ((B)(6) 2013) after the patient fell. When the patient fell they "smacked my face n the door frame" and also "fell really hard on the side where the battery pack is". The patient's ins battery was on the left side. The ins battery area in the pocket was "smooth" but now after the fall it had "a little bump" and the patient believed it may be "cracked". It was also noted that about a week after implant the ins moved closer to the surface of her skin and that the ins was "not under my fat, it never was". The ins was "up under my skin" but the patient's healthcare provider told her it should be ok as long as she didn't fall on it. If additional information is received, a follow up report will be sent.